Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the system when booted, the system did not perform x-rays. After its reboot, it worked. The patient did not suffer any consequence. There was just a delay of few minutes. The type of procedure was an open spinal fusion procedure. Additional information was received stating that during troubleshooting that the temperature sensor did not show any overloading of the tube and in the mobile view station (mvs) and pendant there was no failing message. After the manufacturer representative visit on 27-mar, it had been verified one of the image acquisition system (ias) battery and charger were defective. System had been marked as system down and could not be used until parts were replaced.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000524, ubd: unknown, UDI#: unknown, product ID: bi71000125, ubd: unknown, UDI#: unknown, product ID: bi71000126, ubd: unknown, UDI#: unknown product ID: bi-500-00152, software version #: 3.1.6 f1908: delay of less than one hour f26: no patient impact g02008: software g02003: battery charger g02002: battery kit, battery g2: this event occurred in spain, see section e. H6: the system was serviced in the field. The xray and motion batteries were replaced. Chargers 1, 2 were replaced. Codes b01, c02, and d02 are applicable. H6: software analysis was performed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.